Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was achieved uneventfully using a star close se device after a below the knee percutaneous transluminal angioplasty procedure. Reportedly, three days post-procedure, the patient presented with hypovolemic shock resulting in a blood transfusion. A CT scan of the affected area was performed and the pseudoaneurysm was visible, but was unable to see the clip, thus could not provide the exact location in relation to the closure site. The physician was not able to name a specified vessel, but assumed the aneurysm was close to the puncture site. The cause of the pseudoaneurysm could not be determined. A hematoma, of approximately 20 square centimeters was observed and visible around the access site where the clip had been placed. It was indicated that the hematoma was caused due to the bleeding from the pseudoaneurysm and the patient's blood clotting, a quick's value of less than 20%. The pseudoaneurysm was surgically closed and the hematoma was drained. The patient remains hospitalized due to additional health problems. The physician considers the patient's condition (permanent anticoagulant therapy) and possibly the initial puncture of the access site, along with the usage of the vessel closure device may have all contributed to the formation of the pseudoaneurysm resulting in emergent intervention. The patient was reported to be in stable condition. The initial plan was to keep the patient at the hospital after the index procedure, due to health issues unrelated to this event; however, the emergent intervention is considered factors prolonging the patient's hospitalization. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions, per the starclose se instructions for use, perform a femoral angiogram prior to the procedure; do not deploy the clip in areas of calcified plaque. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided.

Manufacturer narrative:
(B)(4).

Event description:
No additional information was provided.